Event description:
The manufacturer became aware that a user of the dreamstation 2 advance auto CPAP had states patient has passed away so shipping label is required to return the device. No medical intervention was specified by the patient.  No additional information can be requested at this time. The manufacturer was made aware of this complaint through a representative of the customer. At this time, no further investigation can be performed. If any additional information is received, a follow up report will be filed.

Manufacturer narrative:
In previous report manufacturing site captured incorrectly. In this report manufacturing site has been updated.

Manufacturer narrative:
The manufacturer received information in reference to a ds2adv auto CPAP with an allegation of patient has passed away so shipping label is required to return the device. No additional information can be requested at this time. The device was returned to the third-party service center for further evaluation. During the evaluation of the device at the third-party service centre, the device was visually inspected and found no evidence of foam degradation. The device powered on and airflow was confirmed. The device's downloaded logs were reviewed by the third-party service centre. There was one error code found. The third-party service center concludes that there was no visible foam degradation.